Event description:
It was reported that prior to a routine device changeout procedure, high impedance was observed on the left ventricular lead. No patient symptoms were reported. A pacing vector with acceptable impedance was found and device reprogramming was performed.

Manufacturer narrative:
(B)(4).